Event description:
A neuron max 088 was placed in the internal carotid artery. There was a neuron 070 through the sheath. During the procedure, the physician noticed blood leaking from the sheath. He looked at the hub, and he didn't see it coming from the valve. This is where he would have expected to see the drip. He continued to work. He then pulled the sheath to reposition lower. When he pulled by the hub, the sheath snapped in half. This occurred at the very proximal end of the sheath at the start of the yellow covering. Since the sheath was in half, he pulled out his wire and cut the sheath neatly. He then replaced wire through the sheath and exchanged for a new one. The patient was not harmed. The biggest issue was a slowdown in the case and loss of extra blood.

Manufacturer narrative:
Device investigation: results: the shaft shows a break precisely at the hub shaft joint of the catheter. The two portions of the shaft remain connected by the catheter's internal support wires. The break surface shows stretching and material deformation. Conclusion: the damage noted in the complaint is confirmed. The cause of the break cannot be directly determined. The location of the break is both a material transition and a stress point. If the shaft distal of the hub-shaft joint is held securely (in a femoral sheath for example) applied side loads on the hub during device manipulation in the patient can result in this type of break. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Manufacturer narrative:
Conclusion: this device is available for return and a follow-up MDR will be submitted upon completion of the device investigation.